Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was in range of 500 mg/dl. Customer stated other blood glucose level was 430 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was ok for troubleshooting. The insulin pump will not be returned for analysis.